Event description:
Initial result for a pt creatinine was <0.2 mg/dl. When repeated, the result was 1.5 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the r1 probe was bent and repaired the instrument by replacing the probe and the rt1 chain cable.